Event description:
Affiliate reported that the device was implanted via v-a shunt in 1993. In 2009, it was found that the ventricles of the patient's brain had become enlarged. The following month, when the doctor tried to decrease the pressure, the white marker could not be confirmed through x-ray. Three days later, it was noted that the white marker was detached. Four days later, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.